Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon at (B)(6) tried a demo torque handle and said it felt like a far higher torque than his handles in theater. Fearing that the torque would be too low to final tighten his verse deformity constructs correctly, asked if I could replace his consigned handles with new and get the old handles checked to see if the torque had reduced over the life of the instrument. I have ordered 6 new handles and the hospitals 6 handles are being returned.

Manufacturer narrative:
Product complaint #: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results.